Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the newly placed right ventricular (rv) lead exhibited a high capture threshold and failed to sense the r wave. As a result, the rv lead was not implanted. The patient remained in stable condition.